Event description:
Arterial line placement; hub of needle noted to be cracked on 2 different arterial catheter mini kits. No patient harm, no untoward patient outcome.

Manufacturer narrative:
The following elements have blank data. Unique device identifier (UDI): for type of device: dilator, vessel, for percutaneous catheterization. Unique device identifier (UDI): for type of device: dilator, vessel, for percutaneous catheterization.

Event description:
Arterial line placement; hub of needle noted to be cracked on 2 different arterial catheter mini kits. No patient harm, no untoward patient outcome.